Event description:
It was reported the device was used during a "lap nissen". It was reported the 511sd and a 355ld safety shield did not retract thru the abdomen, the rep saw them retract while on the back table. The case was completed with these trocars. There was no consequence to the pt.